Event description:
It was reported that the pt's audiologist stated that the pt may require re-positioning of her vorp implant. Post-operatively the pt was successfully activated with the audio processor. However, it was reported that the pt was unable to hear as clearly in july, as she was, at the activation in (B) (6) 2008. Although increased gain of the device was made, the pt reported this was not as clear as it was previously. The pt was seen by the skull base clinical fellow for the consultant ent surgeon and he suggested that the fmt may have moved and may require repositioning. Apparently bone conduction levels are similar to activation date (needs to be confirmed). The repositioning surgery will more than likely take place under general anaesthetic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.